Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having return of symptoms this week and they saw the healthcare professional (hcp) yesterday, (B)(6) 2016, and the hcp said they might need to change the program at the next visit. The patient did not have this patient programmer (pp) with him yesterday at the hcp appointment. Stimulation was not felt and therapy was on. The situation was not resolved. It was confirmed that therapy was on at 0.5v and it was increased to 0.6v, where the patient was feeling a little stimulation. A hcp later reported that the symptom return had been improving. They were going to follow up in about three weeks for a program change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.